Event description:
It was reported that a stopcock leaked at the connection point during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. Correction: d4: model # . H11: the actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed on the retained samples and no leaks were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.